Event description:
Healthcare professional later reported capsular contracture baker grade iii.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on posterior side assessed, as fold flaw opening. And missing piece of shell assessed, as inconclusive. Capsular contracture: unable to observe, as it is a medical event. Not related to the device. Additional observations: observed, wear abrasion on the device. Observed, creases on the device. Observed, stress marks on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, a left side "leaking". Found at the time of explant. Healthcare professional, later reported, capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "leaking."

Event description:
Healthcare professional reported a left side "leaking" found at the time of explant. Device has been explanted.